Manufacturer narrative:
The investigation determined that the incorrect assay was processed for three patient samples when processed on a vitros 5600 system. The assignable cause of the event was determined to be user error. The evidence indicates that the customer reused a sample ID (sid) number without ensuring that the previous sample program for the sid number was processed to completion or deleted prior to reuse. The vitros 5600 integrated system was operating as intended. The tsc assisted the customer in configuring the pending sample program auto-deletion feature of their vitros 5600 integrated system. The customer understands that the cause of this event is user error and is aware of ortho¿s recommendations on how to properly manage sid numbers. The vitros 5600 integrated system did not malfunction.

Event description:
A customer reported that the incorrect assay was processed for three patient samples when processed on a vitros 5600 system. The customer identified the discrepancy and no mis-associated patient results were reported out of the laboratory. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).